Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, helix could be fully extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
It was reported, a loss of capture was observed on the right atrial (ra) lead. A dislodgement of the ra lead was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.